Event description:
The following was alleged by the patient's attorney: (B)(6)2005: the patient underwent surgery for implant of an unspecified bard/davol composix kugel. (B)(6)2015: the patient underwent revision surgery. The patient is making a claim for an adverse patient outcome against the composix kugel. The patient's attorney alleges general allegations for "past, present, and future damages, including but not limited to, mental and physical pain and suffering for severe and permanent personal injuries sustained by the patient." Addendum per medical records provided by the patient's attorney: (B)(6)2005 the patient was diagnosed with multiple incarcerated ventral incisional hernias and underwent repair with implant of a bard/davol composix kugel. Per the implant operative report details, "there were multiple incisional hernias, the length of abdominal incision, with small bowel incarcerated. Adhesion lysis resulted in injury to the bowel, which needed to be repaired. Patch was placed and tacked circumferentially at the margins. Fascia was sutured with a running stitch to the mesh." (B)(6)2015 the patient had doctor office visit with complaints of abdominal pain, burning, tearing sensation on and off for the past 4 years. Patient reported chills and mild nausea and areas "where things are pouching out." (B)(6) 2015 the patient underwent a CT-guided drainage of abd abscess. Per the procedure notes, "thick, green, foul-smelling material obtained. A pigtail catheter advanced, approx. 200 cc of pus removed. Conclusion: increased abd wall abscess. Adjacent to surgical site an abd wall mesh." (B)(6) 2015 the patient presented to the hospital ER with complaints of right lower extremity pain, swelling, fevers and generalized fatigue. Patient was admitted with an acute venous embolism, deep vein thrombosis of lower extremity, sepsis due to unspecified organism, abd abscess and pulmonary embolism. (B)(6)2015 the patient was diagnosed with abd abscess, infected mesh (composix kugel), possible fistula and underwent an exploratory laparotomy with excision of infected bard/davol composix kugel hernia mesh followed by abd washout. Per the operative details, "midline laparotomy incision was made through skin, subcutaneous tissue, midline mesh encountered and divided. Care taken to enter abd cavity without creating enterotomies. Abscess present just above and below mesh. Mesh was bile stained and abscess cavity evacuated. Turned to removal of mesh, portions were incorporated; other areas particularly those involved with abscess/bile staining were not incorporated. Mesh and tacks excised, mesh was fractured along the ring with ring in pieces and ¿I suspect this is the etiology of the abscess and I suspected it may have perforated the bowel at some point. At edge of mesh removal, bowel was adhesed tightly to peritoneum; no further adhesiolysis was taken laterally, inferiorly or superiorly. The bowel visible however, particularly the most cephalad bowel, was so significantly inflamed and friable, and adhesed to adjacent loops that individual loops could not be discerned one from the other and were high risk for injury.¿ (B)(6)2015 the patient had surgeon office follow up visit. Surgeon indicated the patient "developed bilious fluid draining form midline incision a couple of days after surgery, consistent with enterocutaneous fistula. Managed with antibiotics, bowel rest, skin care and control of drainage."

Manufacturer narrative:
At this time no conclusions can be made. The patient's attorney alleged revision surgery, however; no details have been provided. No lot number has been provided; therefore a review of the manufacturing records is not possible. Should additional information be provided a supplemental emdr will be submitted. H11: this is an addendum to the initial emdr to document information provided via medical records. Based on medical records ten years post implant the patient was diagnosed with abdominal abscess, infected mesh and possible fistula and underwent an exploratory laparotomy. During this procedure it was noted that the excised "mesh was fractured along the ring with ring in pieces." The explanted device was not returned for evaluation. Based on the medical record review a definitive cause for the reported mesh condition cannot be determined. Based on the lot number provided the subject product is part of the 2005 composix kugel recall. Updated fields: a2, a4, b2, b4, b5, b6, b7, d4, d7, g1, g2, g4, g7, h2, h6, h7, h9, h11. Note: section a through f - the information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. H3 other text : not returned.

Manufacturer narrative:
At this time no conclusions can be made. The patient's attorney alleged revision surgery, however; no details have been provided. No lot number has been provided; therefore a review of the manufacturing records is not possible. Should additional information be provided a supplemental emdr will be submitted. Not returned.

Event description:
The following was alleged by the patient's attorney: on (B)(6) 2005: the patient underwent surgery for implant of an unspecified bard/davol composix kugel. On (B)(6) 2015: the patient underwent revision surgery. The patient is making a claim for an adverse patient outcome against the composix kugel. The patient's attorney alleges general allegations for "past, present, and future damages, including but not limited to, mental and physical pain and suffering for severe and permanent personal injuries sustained by the patient."